Event description:
A report was rec'd that during a paddle lead implant procedure the physician experienced difficulty placing the lead in the epidural space due to the presence of scar tissue. Repeated manipulation of the paddle lead resulted in one of the contacts being dislodged. The paddle lead was replaced and a new paddle lead was implanted.